Event description:
It was reported that a previously capped lead was explanted due to externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 8.2-8.5cm and 13.5-13.8cm from the distal tip, consistent with lead friction to another device. External insulation abrasion was noted at 11.1-11.2cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at this location.